Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope air/water cylinder and air/water tube had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as it is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point and no physical damage was confirmed at the location of the foreign material. The event can be detected/prevented by following the instructions for use which state detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that there was no patient involvement.